Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable was damaged. Reportedly, the pump is able to be successfully charged using a different usb cable. There was no reported impact to the customer's blood glucose level.